Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the bile duct during a cytotechnology procedure performed on (B)(6) 2013. According to the complainant, during the introduction of the procedure, guide wire was inserted into the device. The physician noticed that the brush had come out from the sheath and was bent. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the brush extended and bent. The paint at the distal end of the extrusion was chipped/peeled off. The working length had no kinks, and no issues were noted on the handle. During functional testing the brush could extend with ease, however, it would not fully retract due to the bent brush. The complaint that the brush was bent was confirmed. Most probably, the brush was bent during handling of the device during preparation, which subsequently affected its ability to retract. Therefore, the most probable root cause of this failure is handling damage.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the bile duct during a cytotechnology procedure performed on (B)(6) 2013. According to the complainant, during the introduction of the procedure, guide wire was inserted into the device. The physician noticed that the brush had come out from the sheath and was bent. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.